Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple days post-implant, the thresholds on the right ventricular (rv) lead had risen significantly. It appeared that the lead experienced a micro-dislodgement. The rv lead was repositioned the same day, and remains in use. No patient complications have been reported as a result of this event.